Manufacturer narrative:
Complaint evaluation: the remote service engineer (rse) evaluated with the assistance of the customer and confirmed reported problem. Customer resolution and conclusion: the rse sent a quote for the replacement of parts to the customer the customer did not respond or accept the service quote. The service order was closed once the quote expired and the customer did not respond. The device remains at the customer site and no further evaluation is required at this time.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device does not charge the plates. There was no patient involvement.

Event description:
It was reported to philips that the device does not charge the plates. There was no patient involvement.